Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Defective main electronics pcba, user interface controller (epc) is not starting-up. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste.the issue is isolated to a defective main electronics pcba (printed circuit board assembly) after tech support reviewed logs, a new unit was shipped to customer.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established root cause, but most likely this was an epc black screen during use case caused by die crack due to mechanical stress caused by particles in the conductive paste. Logfile analysis reveals that the unit is ventilating during the reported failure. After tech support reviewed logs, it was decided that the unit will be replaced.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. However, the logfile, confirmed that the cfb error, per logs unit continued to ventilate and alarms sounded. Biomed on site was unable to replicate issue after letting it run overnight at the shop. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us failed while on a patient. Respiratory therapist (rt) at bedside and staff claims that the vent stopped ventilating. Furthermore, the customer confirmed that the patient was transferred to another ventilator but no patient harm associated with this event.